Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the alarm went off during the night. The customer stated that the drive support cap was protruded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and prime alarm during basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with high idle current due to moisture damage lcd board. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.